Event description:
Boston scientific received information that a patient reported that this right ventricular (rv) lead was not working. Per field representative, last check was few months ago and there was no report of serious injury or malfunction. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.